Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up, a slight increase in impedance, decrease in sensing and high thresholds were observed. Fluoroscopy revealed rv lead dislodgement. A few weeks later, the lead was repositioned. The lead remains implanted.